Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. Following insertion, it was reported that the patient experienced pain, erosion, urinary problems, recurrence, dyspareunia and vaginal scarring. The patient underwent urethrolysis with partial removal of mesh on (B)(6) 2004 due to eroding mesh, elevated post void residual, urgency and frequency. It was reported that the patient underwent mesh revision, bilateral salpingo-oophorectomy and hysterectomy on (B)(6) 2005 due to pelvic pain, dyspareunia, uterine prolapse and voiding dysfunction. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent mesh removal s/p sparc implant for urinary frequency and urgency. No additional information was provided. (B)(4).